Event description:
It was reported that during a procedure using the ambient super turbovac 90 ifs, the electrode detached and fell into surgical site. The piece was able to be retrieved easily and the surgeon is confident that no debris remained in the pt. The procedure was completed using a backup wand. There was no significant delay or pt complications reported as a result of this event.